Event description:
The MFR rec'd info alleging a ventilator's remote alarm connector had a connection failure. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's interface board was replaced to address the issue.